Manufacturer narrative:
H4 - device manufacture date - correction manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have caused a functional issue. A direct correlation between the device and the reported arrhythmia could not be conclusively established through this evaluation. The pump was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. A custom wrap was in place over the returned section of outflow graft, sutured near the outflow graft bend relief hardware. The apical cuff was returned secured with the cuff lock engaged. No felt was present on the apical cuff. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no thrombus formations that would have contributed to a flow or functional issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended, and the retrieved data showed normal system flow, pump reported flow, and pressure at different settings of speed/flow. Incidental findings: while the pump operated at the set speed, it was noted that the lvad current monitor (iimc) values were invalid and locked at 10 ma. The invalid current monitor values indicated a current sense issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 1 ¿introduction¿ of the IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having recurrent ventricular tachycardia (vt) and was elevated on the transplant list. The patient received an external cardioversion on (B)(6) 2025, and the vt continued to have an episodic recurrence. The patient was given an amiodarone drip at 1 mg/min, an esmolol drip, and toprol xl (metoprolol) at 100 mg daily, and their electrolytes were monitored and replaced as needed. The device was noted to have operated as expected, and the patient received a heart transplant on (B)(6) 2025.